Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the drawer was failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that drawers 5 and 6 failed. A field service engineer replaced the interface controller, which resulted in flashing lights. Troubleshot the issue further and isolated it to drawer 5. The fse then replaced the drawer controller, after which all lights illuminated properly. The fse then contacted customer support center (csc) to remotely access the system and complete drawer configuration. The system functioned as intended after the field service engineer repaired the device.